Event description:
It was reported that during a total gastrectomy procedure, the device did not staple the anterior wall, but did make a complete ring. Another device was used to complete the case. There was no adverse pt consequence.